Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or non-conformity was identified. The investigation showed a use error at start up and a temporary networking problem which was fixed after reboot. The use error where no x-ray has been released after startup is due to plane b being in parking position but biplane fluoro being requested. This behavior of the system is a designed safety function to prevent x-ray when the detector is not at the patient, but far away from the patient in park position. This function prevents other persons in the room from being accidentally exposed to radiation. Therefore, the system worked as specified and as intended. The temporary data transfer problem of the image acquisition system (ias) was resolved after reboot. No further action was necessary and no parts have been exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported receiving an fd failure message while attempting fluoro. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.